Event description:
Info received indicates the pump continued to run when the dose was completed. The pt's mother alleged air continued to pump into the pt. The facility biomed determined the brand of formula used was so thick that the pump sensor does not realize the bag is empty. No info was provided regarding the event outcome.

Manufacturer narrative:
Moog was informed of this event by FDA through voluntary report number (B)(4). The device was not returned to moog for eval. No serial number was provided.